Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 31-oct-2019 with the following findings: a review of the pump¿s black box showed that the allegation was not able to be verified in the pump history. The complaint regarding the advanced bolus feature turning off was reported on (B)(6)2018. According to the pump history, the pump was in use until (B)(6)2019. The bolus history confirmed the user was programing ez-bg and ez carb boluses until end of use. During testing, the pump was exercised for 12 hours with no errors or warnings occurring. The pump was found to be delivering accurately. The pump advanced features were found to be operating properly. The complaint of an inaccurate delivery issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a history/settings issue. It was reported that the advanced bolus features on the pump spontaneously turned off. There was no indication that the product caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.